Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the cartridge and battery caps were not returned. A test battery cap was used to complete investigation. A review of the black box revealed no evidence of rewind issues. The pump was exercised for 24 hours; no rewind issues were duplicated. The reported complaint was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.